Manufacturer narrative:
The investigation into the impella cp pump saturated flow has been completed. The impella pump was returned for investigation. The ltlog showed a spike in motor current and placement signal. After conducting a product evaluation on the device, it was determined that there was biomaterial in the purge gap. The root cause of the saturated flow is most likely biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The pump flow was saturated post insertion/initiation. The pump was removed and replaced with no reported harm to the patient.